Event description:
On (B)(6): the customer reports that a staff technologist was preparing the injector system for a procedure. Technologist had loaded the syringes onto the injector and was moving the powerhead into position when the ceiling suspension broke. The suspension fell, hitting the technologist (approx (B)(6) female) on the right shoulder. Technologist was sent to employee health for treatment. Technologist was given medication for soreness, but was returned to and continues to work. Customer does not report the technologist is scheduled for a physician appointment due to continued soreness in the shoulder.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500 supplemental report will be submitted.